Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe convenience pack packaging was deformed/melted. The following information was provided by the initial reporter, translated from french: "on 17/08/2023, in the pharmacy preparation room, the hospital pharmacy preparer noticed that the packaging of the 20 ml syringes was deformed and melted. He also noticed that some of the syringes contained in the packaging had turned white. This is an isolated incident of no consequence to the patient.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation (package damaged): no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2301049, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Pr (B)(4). Follow up MDR for updated device evaluation (packaging issue): two convenience trays were provided to our quality team for investigation. Through visual inspection, the package is observed to be damaged. There was no evidence of holes or other perforations identified when inspecting the product. A device history review was performed for lot 2301049, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Packaging for this product is performed manually. While we could not identify a direct issue, it was determined this incident occurred as a result of the operator leaving the packaging within the machine, exposing it to heat and causing the damage observed on the returned samples. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe convenience pack packaging was deformed/melted. The following information was provided by the initial reporter, translated from french: "on 17/08/2023, in the pharmacy preparation room, the hospital pharmacy preparer noticed that the packaging of the 20 ml syringes was deformed and melted. He also noticed that some of the syringes contained in the packaging had turned white. This is an isolated incident of no consequence to the patient.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe convenience pack packaging was deformed/melted. The following information was provided by the initial reporter, translated from french: "on (B)(6) 2023, in the pharmacy preparation room, the hospital pharmacy preparer noticed that the packaging of the 20 ml syringes was deformed and melted. He also noticed that some of the syringes contained in the packaging had turned white. This is an isolated incident of no consequence to the patient.